Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the kinked cannula or to determine if it could have contributed to the reported hyperglycemia. No qualification records could be reviewed because no product lot number was reported.

Event description:
The customer reported that her blood glucose reached 27 mmol/l (486 mg/dl) on the third day of wearing the pod on her abdomen and that the cannula was kinked.